Manufacturer narrative:
Date of the event was estimated. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was having more frequency and it was not comfortable with the bladder stimulation right now. The patient stated that she had been on antibiotics, "macrobid" to see if it would reduce the patient's symptoms and infections. The patient noted that she had a urinary tract infection (uti) every month the last 3 months in april, may, and june. The patient mentioned that she didn't use the patient programmer often because the patient noted that the ins was set. The patient confirmed that she increased from 0.5 to 1.5. Troubleshooting attempts were made and the patient programmer (pp) showed stimulation was off and the patient attempted to increase and saw the stimulation off screen on the pp. The patient reported that it was set on program 1 at 1.5. The patient increased to 2.0 and 3.0 and the patient wasn't feeling stimulation. The patient also increased to 3.5 and started to feel stimulation in the ankle. The patient then switched to program 2 and increased from 1.8 to 6.0 and was still not feeling stimulation. It was stated that the patient switched to program 3 and increased to 1.9 and confirmed feeling stimulation in the bicycle seat area. During troubleshooting, when the patient was increasing stimulation the patient saw the low ins battery screen. The patient mentioned that she discussed with her health care professional a year and a half ago and was told the ins maybe had a couple of years left. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.